Event description:
Additional information received reported that the cause was not determined. The patient was admitted to rehab hospital, improved and then was discharged.

Event description:
It was reported the patient had post-operative encephalopathy. The patient was lethargic and had weakness with increased instability. Rehabilitation was needed as an intervention and the event required prolongation of existing hospitalization. The etiology was the surgery/anesthesia and noted to not be related to the device or therapy but possibly related to the implant procedure. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 3389s-40, lot# va0pdv4, implanted: (B)(6) 2015, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).